Manufacturer narrative:
Because the lot number is unknown, the device history records could not be pulled and reviewed. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report two of two for the same event; report one of two is reported on MFR #0001032347-2017-00663.

Event description:
It is reported the surgeon felt the pliers may have been dull and the bands themselves were difficult to cut during an emergent re-entry. It is reported the re-entry was due to patient complications (unspecified by the surgeon) and unrelated to the implant.